Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tmj is worsening. Dentist recommended to cease treatment immediately. Patient provided letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.